Event description:
When IV discontinued, tip of catheter noted to be missing. Retained in pt (2/8" tip.) [22 gauge 1 inch]. Surgeon notified. Performed cut-down & removed tip w/o further incident. Pt discharged to home same day.